Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a manufacturer representative (rep) asked how to clear a power on reset (por) message for a patient (pt) with a 97810. The rep said the pt had gotten this message several times and they continue to get it. Technical services (tss) reviewed the message can be cleared via clinician app or mytherapy app and they just need to acknowledge the message. Tss also reviewed that every time the ins depletes the por message will appear and recommended instructing the pt to recharge before ins depletes. Tss sent email to rep asking to provide pt info as they did not have this during the call.

Event description:
Additional information received from rep. They reported por issues were related to patient allowing ins to fully deplete prior to attempting recharge. Situation resolved as far as rep know.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a52200 lot# unknown serial# implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. They reported that they were notified of the issue on (B)(6)22. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the por was unknown and it was unknown if it had been resolved.the hcp reported that the patient came in on 2021-(B)(6) following replacement procedure and the indicated that their urinary symptoms were worse than ever. They had frequency every 30 minutes, urgency with incontinence requiring 6 pads per day, and nocturia 4 times per night. They were going to do reprogramming, but the programmer was not charged. They were scheduled to follow-up with the rep. Patient was encouraged to charge their external equipment as well as their ins. On 2021-(B)(6) they returned to the office and reported they were doing just fine. When they visited with the rep it was identified that in addition to charging their programming or communication device, they had not been recharging the ins appropriately. Once the battery was charged, their symptoms improved. They denied frequency,. Urgency and their nocturia was down to 2x per night. They had tried to recharge the battery earlier in the week, but had been unable to get the programmer to communicate with the recharger. They were educated on device usage and they seemed reassured that they knew what to do. The battery was interrogated and was set to program 2 at 0.9. They said they did not feel the tapping, but when changed to 1.0 it was clear they were feeling it appropriately in the perineum. The plan was to follow-up in 6 months. On 2021-(B)(6) the patient reported frequency every hour and a half, urgency with incontinence warranting pads 'all the time' and nocturia 4x per night. When the device was interrogated the ins was off. Once it was turned back on, they felt appropriate tapping in the perineum extending toward the vagina. It was unclear what caused the device to be turned off. They had never messed with the modulator, except to recharge. There was a por reading, the device was reset by rep and the plan was to have the patient return in 3 months. On 2021-(B)(6) the patient was seen for severe lower urinary tract symptoms for the prior 6 weeks. They had frequency hourly, urgency with incontinence, nocturia 10+ times per night. An unrelated uti was discovered. Rep happened to be in office, interrogated device, which seemed to be working fine. The day of report they reported urgency I ncontinence was not as bad as before. Notably, the nocturia had resolved. They were set to an intensity of 1, however when the device was initially interrogated it showed power on reset and was powered off. When hcp powered back on, they could feel the tapping. They were hoping this would improve the underlying frequency and urgency. Patient was due back in 6 weeks for follow-up. Hcp was going to reach out to rep about recurring power on resets that seemed to happen when the patient charged. They were hoping patient education could avoid this from happening. [Omitted information from pe 704859899: 1st ins replaced and pe 704859900: 2nd ins replaced]